Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "while preparing for a diaphragmatic hernia procedure, there was an endoscope failure message appears on the operating room team interface display (orti) and prolonged audio alert a few seconds after the tower has finished startup. The endoscope tc200 and tower were rebooted and the storz component's cable properly connections were checked but didn't resolve the issue. There was about 50 minutes delay due to the reported issue. The surgery was converted to laparoscopic. Patient was not present in the operating room when the issue occurred." It was confirmed that the procedure was completed successfully and there were no adverse consequences for a patient, user or third party.